Manufacturer narrative:
Attempted to contact facility regarding facility investigation results. No response received as of 03/07/2016. Device not returned for evaluation.

Event description:
Patient was implanted on (B)(6) 2016 with four screws. On (B)(6) 2016 trilliant was notified that the patient scheduled for explantation due to reported inflection. Implantation was performed at (B)(6) and the scheduled removal was at (B)(6).